Event description:
It was reported that the nurse who tried to refill the patient's pump, attempted 15 times. It was reported that "she filled the pocket around the pump and not in the pump." A "broken off needle" was found in the port. The patient did not experience relief from the pump. There were no symptoms related to the alleged pocket fill that occurred. The patient was confused over who helped refill the pump. The patient's pump was removed last friday. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device included in the medical device safety alert, clinical information about pocket fills synchromed ii and synchromed el implantable drug pumps, physician communication ((B)(6) 2011).